Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the trailing haptic was torn during insertion. The lens was removed without any pt injury. This is the first of two lenses the surgeon attempted to implant in this pt. See MFR report 2023826-2007-00832.

Manufacturer narrative:
Results: visual inspection of the returned prod showed that a haptic was torn off from the optic and was missing. There was evidence of a clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.